Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to high pacing impedance measurements greater than 2000 ohms. No adverse patient effects were reported.